Event description:
Patient reports she was revised due to dislocation.

Manufacturer narrative:
(B) (4). Evaluation summary: devices were in vivo approximately 3 months. No product was returned. The operative notes from both the primary thr and the revision were not provided. Patient weight and activity level are unknown. Possible causes for the liner disassociating from the shell include impingement and/or improper surgical technique resulting in the improper assembly of components during initial surgery (antirotation tabs mis-aligned, liner not fully seated into cup, locking ring unable to move freely from side-to-side after liner insertion). Given the information provided, a definitive cause for the reported incident cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.